Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After completing other unrelated repairs, repairs proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
During routine maintenance, stryker observed that the device had logged an event code in the memory which is related to a potential issue with the device delivering energy. There was no patient involvement reported with the event.